Event description:
It was reported the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes experienced erroneous results. The following information was provided by the initial reporter. The customer stated: "the client claims that the product cause false results ¿ hypercoagulation in 20 pregnant women with obstetric complications (high risk group for thrombosis and bleeding)."

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to erroneous result/hypercoagulation were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure, hypercoagulation, because the defect was not evident in the testing of the customer lot samples. Analytical testing and visual inspection of the retained and control tubes did not confirm the reported defects. All coagulation results were normal and no clotting was observed. Visual and analytical evaluations of both retain and control samples for the hypercoagulation and the presence of clots demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to {reported issue} were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes experienced erroneous results. The following information was provided by the initial reporter. The customer stated: "the client claims that the product cause false results ¿ hypercoagulation in 20 pregnant women with obstetric complications (high risk group for thrombosis and bleeding)."